Event description:
It was reported that the cable is starting to wear out and pull apart by the strain relief near the connector. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control provided customer with the part number for a replacement cable. The device will not be returned and no evaluation will be performed. The root cause of the reported failure cannot be determined.